Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited left ventricular (lv) lead loss of capture (loc) due to a change in morphology. This change in morphology was attributed to a difference between fallback and ventricular rate regularization (vrr) versus biventricular (biv) pacing, as there was a delay between right ventricular (rv) and lv channels when biv pacing. Additionally, there was noise and undersensing on the right atrial (ra) channel. There was no evidence of lv oversensing and lv impedance measurements were stable. Technical services (ts) discussed troubleshooting options and possible causes. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.